Event description:
Intermittent atrial undersensing observed on atrial high rate episodes and presenting rhythm, possibly leading to early termination of device recorded episodes of ahrs. Current atrial sensitivity programmed to 0.18mv. Lead trends stable. Possible vt. Ventricular and atrial high rate episodes" leads manufactured by boston scientific. Case: (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).